Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. No visual anomalies were noted. Electrodes 1-18 and the sensors met specifications for acceptable resistance values with no open or short circuits detected. The catheter was manually primed with no anomalies noted. The catheter deflected when actuating the steering mechanism and the curve dimensions met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation may have been procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report further information regarding the event was requested but not received.

Event description:
During a re-do cryo pulmonary vein isolation procedure, a laceration of the left atrial appendage occurred. During mapping of the left atrium, the advisor hd grid was manipulated into the patient¿s left atrial appendage. It was then moved to the left inferior pulmonary vein, then into the right superior pulmonary vein, then into the left superior pulmonary vein. A pericardial effusion was then noted utilizing the viewmate z image. A pericardialcentesis was performed, blood was removed and the patient was decompensating. The patient was transferred to a cardio thoracic surgeon. Open heart surgery was performed and the left atrial appendage was lacerated. The surgeon closed the left atrial appendage with a left atrial appendage clip. It was indicated the part of the advisor hd grid where all of the electrode splines come out of the catheter shaft has a sharp edge and that this sharp edge could have been what caused the laceration. The patient was followed and stabilized.